Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. The cause of the observed bulky gripper cover and frayed lock line were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw clip (40510r1012) was prepared per the instructions for use (IFU) and inserted without issues. However, while grasping, it was observed that anterior gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. While advancing the clip introducer (ci) of an xtw (40729r1060) into the hemostatic valve of the steerable guide catheter (sgc), the physician accidentally pulled back on the clip. This movement resulted in the clip becoming caught on ci while in the hemostatic valve. The clip was unable to be freed from the ci, so the physician advanced the clip forward. The clip was freed from the ci, but the tip of the ci was ruptured. Therefore, the clip was removed and replaced. Three clips were then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.